Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the micro bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified damaged conductor wire insulation. The instrument was tested and passed electrical continuity. The cause of this failure is attributed to a component failure. A review of the instrument log for the micro bipolar forceps instrument lot# n10200121 / sequence 0011 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The customer reported issue was identified during central reprocessing on (B)(6) 2021. This information suggests that the instrument was reprocessed a day after its last usage. The instrument has 3 remaining usable lives with no subsequent use recorded. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. The micro bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The instrument & accessory user manual states: ¿always have a backup instrument available to complete the surgical procedure in case of instrument failure.¿ the customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because the customer reported conductor wire damage and failure analysis of the instrument confirmed the conductor wire insulation damage with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during central processing, inspection identified damage on the micro bipolar forceps instrument's conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the sterile reprocessor further clarified and confirmed a compromised conductor wire insulation and a wire was exposed. No known abnormality or functional issue was observed during the last known usage for a procedure on (B)(6) 2021 using system (B)(4).